Manufacturer narrative:
(B)(4). The instrument was not returned to the manufacturer for evaluation; therefore, the cause of the event cannot be determined. Assessment: the data does not provide adequate guidance as to what transpired. Breaking a spacer off inside a disc space happens from time to time and is almost never related to or the cause of neurologic injury that is described. This event happened for some other reason. Moreover, decompression is done at the time of insertion of the spacer so a second surgery for decompression would not be performed because of a broken cage. There is a neurologic injury that occurred during a surgery in which one of our products was used, however, no causative explanation has been provided.

Event description:
It was reported that during a posterior spinal fusion surgery while being implanted, a posterior portion of a cage broke off while malleting. There is a fragment remaining in patient. A portion was already removed. At this time, patient has feeling in feet but cannot use them; currently in rehab. A 2nd surgery (decompression) was performed due to this event. It is unknown whether the patient achieved solid fusion.